Event description:
Patient complained of stinging. Patient used bio true contact lens solution. Bausch and lomb manufacture's the biotrue solution. Dr. (B)(6) states the patient was sensitive to the biotrue solution. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).